Manufacturer narrative:
The investigation was unable to find a definitive root cause as no sample material could be provided for further investigation.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer consistently received low crpl3 c-reactive protein gen.3 results for one patient that did not match the clinical picture which strongly suggested elevated crp levels should be present. The patient was in the intensive ward and was admitted (B)(6) 2018 after acute onset of retrosternal chest pain with no obvious signs of ischemia. The patient's troponin-I results were 246 ng/l and 1878 ng/l. The patient was given double platelet inhibition+ fondaparinux and was transferred to another hospital. A coronary angiography was performed and it was decided to do an acb (aorta coronar bypass) operation on (B)(6) 2018. The reason for operation was "nstemi with need for surgical revasculation". The patient had the flu around (B)(6) and the operation was postponed, but was successfully performed (B)(6) 2018. During the patient's stay in the hospital, there was no increase in crp, not even after the operation nor during the period the patient had the flu. Results provided for multiple samples from (B)(6) 2018 through (B)(6)2018 were all <1 mg/l. On 24-mar-2018, crp was measured on an affinion point of care device and no crp was detected. The results were reported outside of the laboratory. There was no allegation of an adverse event. The customer used cobas 8000 c 702 module serial number (B)(4).